Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the cuff leak alarm started going off occasionally during patient use. It was impossible to pressurize the cuff.". There is need for medical intervention reported. The defect intellicuff device was replaced. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
The following was reported "this intellicuff is a type that is used by being incorporated into c6. (160784, intellicuff kit). The "cuff leak" alarm started going off occasionally during patient use. During the investigation it was almost impossible to pressurize the cuff. There was no damage to the connector part." Patient involvement reported, no harm. The logfiles provided confirm the issue. Intellicuff was replaced with rga 100853, issue solved.